Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the device was returned and analyzed. The actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. (B)(4) the proximal segment of the lead was returned and no anomalies were found. However, the outer insulation had a cosmetic depression.

Event description:
It was reported that the right ventricular lead had a fracture. The lead was explanted and replaced. The device was returned to the manufacturer after being explanted due to normal battery depletion. The device subsequently tested out of specification. It was also reported that the left ventricular lead dislodged and was not capturing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.